Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was cracked, unreadable, and unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 170-180 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.